Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury."

Event description:
The user facility reported a 57-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient developed a hematoma around their impella and venous extracorporeal membrane oxygenation (ECMO) cannula sites during impella cp support. Manual pressure was held on the sites with a sandbag and heparin infusions were paused to manage the condition. Hemostasis was subsequently achieved after pressure and surgicel were applied. Support continued as planned with the implanted pump.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of access site bleeding was determined to be anti-coagulation management since heparin infusion was paused to reduce the ptt values to the goal range of 60-80 and hemostasis achieved after manual pressure, surgicel and sandbag placement.